Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) also noted a signal artifact monitor (sam) event. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) also noted a signal artifact monitor (sam) event. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited increases in impedance measurements related to the minute ventilation (mv)/respiratory sensor. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The involved right atrial (ra) lead is a non-boston scientific product. Boston scientific technical services (ts) also noted a signal artifact monitor (sam) event. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.